Event description:
It was reported that during a laparoscopic cholecystectomy procedure, trocar leaked pneumo. The doctor and tech used pinky finger to get the seal to close. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).